Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned treatment/non-emergency treatment when the issue occurred. The procedure was completed as planned by restarting the system. A philips field service engineer (fse) inspected the system on-site and confirmed the reported problem. The hard disk and ip-pc were replaced by the service engineer, followed by installation of software and creation of ghost backup. The cause of the ip-pc failure could not be conclusively determined by the supplier¿s part analysis, however the replacement of ip-pc by the fse has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The instructions for use for the allura device recommend using a system restart if there is a system failure. If a loss of live image occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the image loss issue may be resolved, allowing for continuation and completion of the procedure. A loss of live image that can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur. Philips has therefore re-evaluated this complaint as not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system generated the remote alert message ¿ priority - rmt - ipu: ippc memory 1 problem occurred during post ¿ frontal¿, which can prevent imaging. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the imaging processing computer, installed software (sw) and created ghost back up which resolved the issue. The device was returned to use in good working order.